Event description:
It was reported that the patient with this pacemaker device exhibited strange signals on the right atrial (ra) channel as seen on the presenting electrogram (egm) as farfield oversensing. Upon review, technical services (ts) stated that there were high amplitude deflections, and they were falling into blanking. Ts recommended to have in person evaluation and perform isometrics or pocket manipulation. This device remains in service. No adverse patient effects were reported.